Event description:
The customer reported several problems with triggering from the pump in autopilot and operator mode. The problems with pattern trigger in ECG lead I; iii; avr, avf and avl. In lead ii and v, the pump worked correctly. The problems were seen in operator mode with peak trigger in ECG lead I; iii; avr and a avl. In lead ii; v; and avp pump worked correctly. Problems were seen in operator mode with a-fib trigger in ECG lead I; ii; avr and avl. We are not expecting the product to be returned. It is expected that a third party will perform an evaluation. A follow-up report will be filed if more information becomes available.